Event description:
It has been reported to philips that the allura system restarted unexpectedly and could not be used for patient examinations. The device was in clinical use at the time of the event. There was no report of harm. A philips field service engineer (fse) inspected the system onsite and replaced the sibbox unit which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during planned non-emergency treatment procedure and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the log file confirmed that there was malfunction of the sib (system interface box). The fse replaced the sib module. After replacing the sib module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.